Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors, including the distal conductor, had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the left ventricle lead "was not getting good numbers" and had high thresholds. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.